Manufacturer narrative:
Brand name: aquacel ag (unknown size, lot). Common device name: dressing, wound, drug. Product code: fro. Model #: wound-unknown. (B)(6). Based on the available information, this event is deemed to be a serious injury. Complainant was only able to provide the product name as aquacel ag, but was unable to provide the model number, lot number or product sizing information. No lot number is available. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the patient had a plantar foot ulcer. ¿he has had repeated dressings to his ulcer and two debridements (surgeries). He was doing okay and the ulcer was healing, until about 2 weeks ago when he developed a discharge from the ulcer. This progressed to an abscess that was drained yesterday in theatre on the dorsum of his foot. Within the pus there was a dressing about 2.5 cm square which we have since identified as being aquacel ag. This had migrated from the plantar ulcer into the abscess on the dorsum of his foot and unfortunately he has also developed severe osteomyelitis as a consequence.¿ additionally, reported that the dressing was in place approximately one month. It was further reported that, "these dressings should be completely removed with forceps but I think that the dressing in question was such a small piece and the ulcer was deep, that it wasn¿t removed and a new dressing was simply packed on top of it." No medications for the ulcer were used. It was also stated that the product was replaced with another convatec product. No further details have been provided.